Event description:
The user facility reported an 82-year-old male patient with concern for hemolysis. Cvp was 6, and plasma-free hemoglobin was reported at 300. Device position had last been confirmed overnight. Troubleshooting was discussed, and the care team planned to contact the managing physician. No additional information was provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was further reported that the impella device was explanted on (B)(6) 2026 and the patient expired.

Manufacturer narrative:
Additional information received: b2, b5, h1, and h6 have been updated according to the information received. The date of death was confirmed as the explant date. Correction:

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hemolysis/mechanical interaction with blood: clinical reported hemolysis concerns. No product was returned. The data logs returned show no motor current spikes or trends. There were no position related alarms or suction alarms. The cause of the issue was not established as no log abnormalities observed, no product returned, and limited clinical information was provided.

Manufacturer narrative:
H6: new information. The device was discarded. B5: added new information regarding explant.

Event description:
This impella was weaned down and explanted.